Event description:
A laser technician reports the procedure was completed, but the monitor was not showing 100% completion. Additional info provided indicates the surgeon and the pt were satisfied with the procedure.

Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory manager (tm) determined from the logfile for this system that the surgery was completed to 100% and that there were no system problems indicated. The logfile also showed the following: an opm 7 (pupil position out of range) message during treatment, indicating that the pupil was not centered in the treatment area. This was immediately following by a pause in the treatment by the surgeon's release of the foot pedal at 63% completion. The eye was centered, and the laser resumed with no further interruption. An opm 26 (treatment interruption) message during treatment at 100%. The tm explained that this was an anomaly, where the treatment was essentially complete, but the laser went into the standby mode, prompting the surgeon to continue the procedure by pressing the ok key. This message caused the surgeon to abort the procedure, even though there was essentially 0% left to be completed. Unable to resume the treatment, the surgeon attempted to download the treatment again. The opm 38 (notebook communication error) immediately followed. This indicated that the user tried to download a repeat of the procedure when the system was waiting for the ok key acknowledgement of the previous opm 26 interruption. The notebook computer tried to download the repeated treatment to be laser, which rejected the procedure, as indicated by 0% completion, and there were no deductions from the wave card. The tm successfully complete a system verification to specifications. Conclusion: based on the results of the investigation, the root cause was user error, specifically the site's surgeon not properly acknowledging routine system messages.(B)(4).